Event description:
A report was received that the patient will undergo an explant procedure due to failed hardware. No other known information yet.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to inadequate stimulation. The physician did not suspect malfunction with the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3304-25 serial #: (B)(4), description: splitter 2x4-25 cm, model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm, model #: sc-9004-35, serial #: (B)(4), description: precision connector m1 35cm model #: sc-8216-70, serial #: 297234, description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure due to failed hardware. No other known information yet.